Event description:
Customer reported testing ten "frozen serum samples from previous testing on cmv kit - all neg. (1 from 2004, 9 from 2005; frozen at -65c). Four techs read two of the samples as pos; however, they have always used a magnifying lamp to read agglutination, which is not part of procedure." A different procedure had been in use in the laboratory and the techs are trying to acclimate to reading the cmvscan test again. Follow-up with customer indicates that the laboratory is no longer using the bd cmvscan card test kit (06/14/06).

Manufacturer narrative:
Customer is using agglutination viewer to interpret the test. This is a latex test that should be read macroscopically under a high intensity incandescent lamp. The use of magnification in reading test results is not recommended. This is stated in the product package insert on page two under warnings and precautions. This complaint is being submitted as a result of the association to the product lot number to similar complaints of false positive plasma test results.